Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer felt the wrist of the left master tool manipulator (mtml) was drifting unintentionally. There was no obstruction with the instrument. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initially powered on without errors. The instrument installed on the arm was not moving unintentionally. The customer did not take any actions and was able to continue the procedure with all 4 arms. There were no intra-operative or post-operative complications. The patient had no injury/harm. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and confirmed the issue. The fse performed gimbal calibration including counterbalance and single range to resolve the issue. No part replacement required. The system was tested and verified as ready for use. The complaint regarding drifting issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The probable root cause of the alleged drifting issue cannot be determined based on the information provided and fse's field evaluation. The fse confirmed the issue and performed gimbal calibration including counterbalance and single range to resolve the issue. This complaint is being reported based on the following conclusion: it was alleged that the left master tool manipulator (mtml) was drifting unintentionally after the start of the procedure. The drifting issue could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address: is not available.